Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted date: (B)(6) 2009. Dtba1d1, ICD, implanted date: (B)(6) 2015. Etlw1613c93e, stent graft, implanted date: (B)(6) 2016. Etbf2313c145e, stent graft, implanted date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.